Manufacturer narrative:
Concomitant medical products: 5568-45, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced an electrical shock from the implantable pulse generator (ipg) and that the battery in the previous ipg was 'bad'. The device remains in use. No patient complications have been reported as a result of this event.